Event description:
After 39 months of implantation, this device was explanted because at a routine follow-up interrogation, a message was displayed suggesting replacement, due to high energy loss.

Manufacturer narrative:
A message was displayed stating there was a high energy loss.the analysis from the MFR is pending.